Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47-51 mg/dl were recorded by continuous glucose monitor (cgm) from 12:56:50 pm to 1:01:56 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. Blood glucose (bg) values from 52-53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:06:45 am to 9:11:47 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 23.3 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) events overnight; cause was unknown. Customer's bg ranged between 50-100 mg/dl. Juice, glucose tablets, and glucagon were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.